Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the pump was exposed to heat and moisture. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.